Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that a physician performed a novasure procedure on (B)(6) 2025. It was reported that the physician initially experienced difficulties retracting the electrode array at the end of the procedure and additionally difficulties with the cavity initial assessment test. A decision was made to use a second device and the width reached 3 cm, the procedure was completed successfully and the surgeon reported difficulties to retract the array as the locking mechanism appeared faulty. After 5 min the locking mechanism unlocked and the array could be retracted without negative consequences to the patient. The physician initially did not report any damage to the array such as holes but when the device was returned for investigation at hologic on january 29th 2026, it was discovered that the array had holes on both sides. Functional testing could not be performed as the issue was confirmed in the visual inspection and the device could not be tested due to the damage. No other information was available.